Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the device was deployed in a graft and there was difficulty removing the starclose device from the patient. The safety release mechanism was activated to facilitate device removal. After several attempts to remove the device some force was applied and the device was removed from the patient. Hemostasis was achieved with the starclose clip. There was no reported adverse patient sequela. Although the name of the physician was provided, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. It was reported the device was used in a graft. The instructions for use, states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with access sites in vascular grafts. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.